Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1 syringe of juvéderm voluma® xc. The patient experienced ¿a burn, or bad reaction.¿ no treatment was provided. The event is ongoing.